Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account's maintenance stated that the left head siderail will not stay in the raised position.